Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014, between 10 and 10:30 am, she obtained alleged inaccurate results on the subject meter of ¿127, 469 and 333 mg/dl¿, within 20 minutes of each other. Based on statistical methodology, the reported results fall outside lfs¿ precision criteria. The patient reported that she manages her diabetes with insulin pump therapy. She indicated that in response to the alleged inaccurate results she obtained, she consumed more food/drink between 10:30 and 10:35 am. She reported that ¿less than half an hour¿ after obtaining the alleged results, she began ¿shaking¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure, the test strips had been stored correctly and the test strips vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/21/2015). The patient¿s test strips have been returned on 2/10/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.